Event description:
It was reported that the bd plastipak slip tip syringe plunger was found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe with broken plunger."

Manufacturer narrative:
(B)(4). It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. No samples/photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident reported by this complaint will be monitored to tendency analysis. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.